Event description:
It was reported by the rep that (1) atw35 the surgeon tried to fire the atw35 on splenic artery but it would not fire. The surgeon pulled another atw35 and it worked. There was no consequence to pt.